Event description:
Follow-up identified the patient underwent surgical intervention on (B)(6) 2017 to explant and replace the ipg. Stimulation was restored following the procedure.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r this ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported he was unable to locate the ipg with the charger. The patient last successfully charged the ipg approximately a month ago. The ipg was determined to be inoperable. Surgical intervention may be undertaken to resolve the issue.